Event description:
It was reported that during a ptca procedure, the balloon of the liberte' monorail stent delivery device ruptured at 14 atms. The total number of inflations and to what atms is unk. The lesion being treated was located in the right coronary artery (rca). The procedure was succssfully completed with this device. No patient injuries or complications were reported. Patient status is reported as 'stable'.

Manufacturer narrative:
The device has been returned, but the investigation is currently in progress. A supplemental MDR will be submitted upon completion of the investigation.